Event description:
Additional information received reported that the problem was 'fixed'. It was not stated when or how that problem was fixed. It was reported as unknown if the issue was due to the implantable neurostimulator. It was also reported as unknown if the issue was due to the leads or extension. There was no patient hospitalization. No further information was received.

Event description:
A loss of therapeutic effect was reported. It was reported that the "device decreased on its own from 2.0v to 0.8v". It was reported that starting approximately one week ago the patient experienced urinary leakage and could not feel stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with device or therapy, but had not sought further help. It was noted that the patient had called her doctor back and still had not gotten any help. She called twice and talked to some on phone and did what they said, but still had no luck. Her voltage was on 0.8 volts and it was on 2.0 volts. Further information received reported that the patient had called the doctor, went through the steps, and was referred to the manufacturer for suggestions. It was unknown whether the device was the issue. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# v955731, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).